Event description:
A non-healthcare professional reported that, during intraocular lens implantation surgery, the trailing haptic folded wrong. There was no patient contact, and the procedure was completed the same day. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).